Event description:
New information noted the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited increasing pacing impedance and capture threshold over the past several months. No changes or interventions were performed. The patient was in stable condition.